Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA/510(k)#: k020322, k023444, k023634, k023858, k033458, k042932, k060214, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k062945, k063486, k063573, k063811, k063824, k123404, k132674, k132909, k163637, k173252, k173523, k181665, and k233986. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the nmic-312 the user noted correlation failures between the panel types. No health impact or consequence reported.